Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately (B)(6) days due to paravalvular leak. Based on the discharge summary provided, the patient was initially diagnosed with aortic stenosis and reduced ventricular systolic function with left ventricular dilation. Tee was also done that showed endocarditis. On (B)(6) 2012, the patient underwent aortic valve replacement via second intercostal right side incision. On postoperative day # 1, the patient was still intubated. He was weaned off as tolerated. Vital signs are stable. Later on that day, the patient was extubated and off drips. The patient's blood culture came back positive for strep viridians. On (B)(6) 2012, an echocardiogram was ordered as they were planning for discharge and this showed ejection-fraction of 35% with lv hypertrophy. Doppler exam showed mild tricuspid regurgitation and mild-to-moderate aortic insufficiency. Mean gradient of 12, maximum gradient of 23, and calculated area of 1.4 no pericardial effusion. The surgeon reviewed the echocardiogram and the patient appeared to have a perivalvular leak that is pretty significant with central jet. The patient was taken back to the or for a median sternotomy with a redo aortic valve replacement. After stopping the heart, with the small hooks could not document the paravalvular leak in that area, however after taking out the suture, the abscess area was obvious. A pericardial patch was placed from the subaortic curtain between the anterior mitral leaflet and the aortic annulus and then put sutures through the dispatch in order to reinforce that area which on the echo shown some leak. This time a new 25mm edwards valve implanted. Tee done showed excellent prosthetic valve function, no perivalvular leak.

Manufacturer narrative:
Device not returned. The edwards device was not requested for evaluation since the patient has documented category a infectious disease ((B)(6)). Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Per the operative report, the source of the paravalvular leak was due to "pledgeted sutures has pulled through and causing the paravalvular leak". No further actions are possible with the available information.